Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the pump was having difficulties pushing insulin through the cartridge; after delivering 36 units of insulin, insulin was observed dripping out of the cartridge. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure related to the reported insulin delivery issue was identified; however, a different issue was identified.